Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. The target lesion was located in a normal calcified and straight lower superficial femoral artery (sfa). A 6x150 130cm eluvia¿ stent was delivered and deployed via cross-over approach with a stiff 0.035¿ terumo guidewire. A second 6x150 130cm eluvia¿ stent was advanced over the same guidewire to the upper sfa without problems. Stent deployment was initiated via the thumbwheel. The stent was successfully released about 50% when the thumbwheel got stuck and deployment stopped. The pull grip was then utilized to release the rest of the stent; however, the pull grip would not move. Therefore the physician opened the handle and was able to release the stent manually while slightly pushing and pulling on the delivery system. The stent deployed with slight prolongation. No patient complications were reported and the patient¿s condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent delivery system (sds) .the outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was opened when returned. Visual examination showed no damage on the outer sheath. The mid-shaft showed no damage; however, it was separated from the retainer clip. The stent was not returned. The devices thumbwheel lock was returned. The pull rack did show some slight damage of the teeth. The thumbwheel also showed some slight damage of the teeth. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. The target lesion was located in a normal calcified and straight lower superficial femoral artery (sfa). A 6x150 130cm eluvia¿ stent was delivered and deployed via cross-over approach with a stiff 0.035¿ terumo guidewire. A second 6x150 130cm eluvia¿ stent was advanced over the same guidewire to the upper sfa without problems. Stent deployment was initiated via the thumbwheel. The stent was successfully released about 50% when the thumbwheel got stuck and deployment stopped. The pull grip was then utilized to release the rest of the stent; however, the pull grip would not move. Therefore the physician opened the handle and was able to release the stent manually while slightly pushing and pulling on the delivery system. The stent deployed with slight prolongation. No patient complications were reported and the patient¿s condition is stable. This product is only ous approved but it is similar to an approved us device.